Event description:
The advocate alleged the customer tested her blood glucose using her contour meters and received readings of 58 and 300 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips, but they were not received by the qa lab. Replacement test strips were sent to the customer. The meters were also replaced.